Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer test among others. The ventilator was investigated by our field service engineer on site and the pressure transducer and expiratory channel printed circuit board's were determined defective and replaced which solved the issue. The reported issue was confirmed in the provided log files. However, none of the replaced parts have been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).